Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7156941. Medical device expiration date: n/a. Device manufacture date: 08/03/2017. Medical device lot #: 7254984. Medical device expiration date: n/a. Device manufacture date: 11/09/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the plunger rods of the bd insulin syringe with bd ultra-fine¿ needles were bent and difficult to move. It was also reported that the stopper was bent. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Investigation summary: customer returned (36) loose 3/10cc, 6mm syringes. Customer states that the plunger rods were bent and difficult to move. Also it was reported that the stopper was bent. All returned syringes were examined and no bent plunger rod or deformed stopper was observed. Also, all samples were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 7156941 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200702181, 200702182, 200702040, 200702242, 200701813] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7254984. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200717293, 200717292] noted for dry barrels. There were four (4) notifications [200714211, 200718089, 200717263, 200717356] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger rod bent, the 1st related complaint for plunger rod difficult to move & stopper damaged on lot #7156941. This is the 1st related complaint for plunger rod bent, plunger rod difficult to move, stopper damaged on lot # 7254984. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7156941 all inspections were performed per the applicable operations qc specifications. There was one (1) batch of material# 700003988 (syringe 0.3ml asm 31ga 6mm tw sm700176) that was assembled into the packaged batch# 7156941. Batch# 7163901 was manufactured 27jul2017 to 30jul2017. There were five (5) notifications [200702181, 200702182, 200702040, 200702242, 200701813] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7254984. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly: there were three (3) batches of material # 700003988 (syringe 0.3ml asm 31ga 6mm tw sm700176) that went into finished batch 7254984. Batch# 7298755 was manufactured 05nov2017 thru 08nov2017. Batch# 7292594 was manufactured 03nov2017 thru 05nov2017. Batch# 7284660 was manufactured 19oct2017 thru 21oct2017. There were two (2) notifications [200717293, 200717292] noted for dry barrels. There were four (4) notifications [200714211, 200718089, 200717263, 200717356] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger rod bent, the 1st related complaint for plunger rod difficult to move & stopper damaged on lot #7156941. This is the 1st related complaint for plunger rod bent, plunger rod difficult to move/ stopper damaged on lot # 7254984. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.